Manufacturer narrative:
(B)(4). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touchscreen was intermittently unresponsive, and that the date setting on the pump was incorrect. The cause of the date change was unknown. Additionally, the pump declared a minimum fill notification after the customer attempted to load a cartridge with an unknown amount of insulin, although customer indicated that the cartridge was not under-filled. In addition, the pump declared an occlusion alarm during a bolus. The customer's blood glucose (bg) level was 369 mg/dl. The customer corrected the date setting on the pump. During troubleshooting with tandem technical support, the touchscreen was observed to be functioning properly. The customer successfully loaded a new cartridge to resolve the minimum fill issue. Reportedly, the customer resolved the occlusion by requesting another bolus.